Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer (fse) found the ise tube was stretched around the peri pump. The tube was replaced. Precision testing and qc results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of instrument alarms and questionable results for 4 patient samples on a cobas integra 400 plus analyzer. The potassium electrode (k) results were discrepant for 1 patient sample. The initial result was 5.65 mmol/l. The sample was sent out for testing on a different integra 400 analyzer and the result was 6.24 mmol/l with a data flag. This result was believed to be correct.